Event description:
It was reported that the burr became stuck on the rotawire. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotapro and rotawire were selected for the procedure. During the procedure, the burr was stuck on the rotawire inside the patient. The procedure was completed with this rotawire and another rotapro device. There were no patient complications reported.

Event description:
It was reported that the burr became stuck on the rotawire. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotapro and rotawire were selected for the procedure. During the procedure, the burr was stuck on the rotawire inside the patient. The procedure was completed with this rotawire and another rotapro device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of the rotapro atherectomy device. He advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.